Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, gpos, motor drive relay pcb and generator driver pcb were evaluated and replaced. The system was tested, found to be working as intended and put back into service.

Event description:
It is reported that the customer arced and sometimes needs a reboot to function. This resulted in a temporary loss of imaging functionality. There is no report of injury or death associated with this event.